Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. One - patient alert for out of tolerance subthreshold lead impedance occured on (B)(6) 2011 02:15:05. Weekly hv lead impedance trend data shows varying impedance and an abrupt increase for max svc defib impedance=70 to 142 ohms peak, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the patient alert was triggered. The lead experienced high superior vena cava (svc) impedance. Patient was brought into the clinic for the beeping device at a later date. The impedance was measured within normal limit. The alert was turned off due to physician preference. The lead remains in use. No patient complications have been reported as a result of this event.